Event description:
It was reported that during a vena cava filter deployment procedure, the filter legs did not fully expand in the ivc. No attempt was made to retrieve the filter. There was no reported pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned, however an x-ray image was received for eval. The eval is currently underway.